Event description:
On monday night it was discovered by rt in ICU that the isothermal adult breathing circuit under lot # 0000387746 is intermittently failing a pressure test at the spring valve.catalog #: 9037-hs7.as each of you know this is a life sustaining item and proper function and supply is critical to our ICU patients.so far 5 out of 8 have failed a pre-use pressure test and unfortunately the entire stock in the storeroom is lot # 0000387746. (40 each).======================manufacturer response for carefusion isothermal adult breathing circuit (per site reporter).======================not known.